Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging "does not turn on." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation: the subject meter was analyzed on (B)(4) 2013. The reported complaint could not be confirmed. The device was able to turn on during testing and error 1 message was noted. Subsequent analysis of the meter identified that the meter data was corrupted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.